Manufacturer narrative:
Investigation - evaluation: a review of the complaint history, device history record, instructions for use (IFU), specifications and visual inspection of the returned device was conducted during the investigation. The customer returned only the hub of the device for evaluation. Visual examination of the returned piece indicated that the tubing was severed at the hub. A document based investigation evaluation was also performed. There is no evidence to suggest the product was not made to specifications. Review of device history record shows no nonconforming events which could contribute to this failure mode. It should be noted there were no other reported complaints for this lot number. Based on the information provided, examination of the returned product and the results of our investigation, a definitive root cause could not be determined. Measures have been initiated to address this failure mode.

Manufacturer narrative:
(B)(4). The event is currently under investigation. A follow-up report will be submitted upon receipt of additional information or completion of the investigation.

Event description:
International customer reported that a previously implanted peripherally inserted central catheter (PICC) line used to provide parenteral nutrition and lipids snapped at the lumen end in-situ. The device was explanted. An unspecified jelco (tm) intravenous catheter was placed temporarily until a new PICC could be implanted. No further patient or event information was provided. No device fragments remained in the patient's body following explant.